Event description:
It was reported that this pacemaker experienced difficulty connecting the leads into the device header, as it was very tight. This occurred during the initial implant procedure. The device system was successfully implanted and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1/df-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.